Manufacturer narrative:
Evaluation results: perforation. Stenotic lesion with intimal fibrosis. Non-uniform stent expansion confirms a resistant lesion. Damaged distal tip evaluation. (B)(4).

Event description:
The physician was attempting to implant an integrity rx bare metal stent in a non-tortuous mid svg graft to the rca. No abnormality was noted during preparation of the device. The lesion was not pre-dilated. Upon attempting to deploy the stent, the physician could not deploy the stent uniformly, despite gradual inflation which reached 14 atm. The center of the portion of the balloon which did inflate became bulbous in appearance resulting in a vessel rupture. Negative pressure was pulled but could not aspirate, following another attempt the balloon deflated. The physician then took stent balloon and inflated a second time at 2 atm to tamponade the ruptured vessel. Two non-medtronic stents were then placed in the artery. Patient stabilized though still complaining of chest pain. Device evaluation: the delivery system was returned for evaluation. The balloon had been inflated. There was no damage evident along the device that could impact inflation/deflation. The distal tip was damaged. Hardened contrast was present inside the balloon and inflation lumen. The device was placed in a waterbath to soften the contrast to facilitate balloon inflation. The device passed negative purge. The device was pressurized and the balloon inflated without issue. There was no deformity evident on the balloon during inflation. The balloon was inflated to 9atms (nominal) and 15atms (rbp) without any issues. The balloon was deflated from 15atms in 8.64 seconds without any issues. Cine review: coronary angiographic images confirm the presence of multi-vessel disease with confirmation of previous CABG. The target lesion is a stenotic lesion in the mid portion of the svg. The stenosis is more restrictive in the distal lesion. No images were provided showing the deployment difficulties as reported. Images of the newly deployed stent show that there was greater stent expansion mid lesion/stent. The distal and proximal stent expansion appears to be impacted by intimal fibrosis. There is no evidence of severe calcification in the vessel. The reported vessel perforation is evident based on extravasation of contrast during performance of cg post stent deployment. The vessel perforation has occurred mid lesion at the level of the mid portion of the stent. Post dilatation of the stent with the stent delivery catheter balloon confirms that the distal and proximal portions of the stent are not as expanded as the mid portion of the stent. The post dilatation balloon inflations confirm that balloon expansion is restricted within the narrow portions of the stent. Re-positioning of the balloon within the stent shows that balloon expansion previously restricted by the stent/vessel expands successfully in the mid portion of the stented lesion.